Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for evaluation as it was discarded; therefore, the complaint could not be confirmed, and the event cause could not be determined.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured amorphous left ophthalmic carotid aneurysm, the physician reported that the pipeline device was stuck in the capture coil. Upon forming cigar in the middle cerebral artery m1 segment of an extremely tortuous anatomy, the physician tried to turn distal tip wire to get the proximal end of the pipeline off, it never came off. The physician maneuvered the system back somewhat to relax the tension. However, after several attempts to get the distal tip coil off, the physician decided to remove the device since one pipeline had already successfully deployed a few minutes before that. The physician rotated the pushwire for a total of 10 to deploy the pipeline. The device was deployed inside the guide catheter upon removal. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured amorphous right ophthalmic carotid aneurysm, the physician reported that the pipeline device was stuck in the capture coil. Upon forming cigar in the middle cerebral artery m1 segment of an extremely tortuous anatomy, the physician tried to turn distal tip wire to get the proximal end of the pipeline off, it never came off. The physician maneuvered the system back somewhat to relax the tension. However, after several attempts to get the distal tip coil off, the physician decided to remove the device since one pipeline had already successfully deployed a few minutes before that. The physician rotated the pushwire for a total of 10 to deploy the pipeline. The device was deployed inside the guide catheter upon removal. No patient injury was reported as a result of this procedure.